Event description:
The patient reportedly has been experiencing dizziness, headaches, and balance issues with and without use of the device. External equipment was exchanged. Programming changes were made that relieved the patient's symptoms. Due to return of the patient's symptoms, and patient's poor performance, the center will pursue device revision surgery.